Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had reported shortened battery life of the insulin pump and also crack in the pump. They also had ¿replace battery¿ or ¿replace battery now¿ alert.  No harm requiring medical intervention was reported. The troubleshooting was performed. The customer had discontinued to use the device. The insulin pump will be returned for the product analysis.